Event description:
It was reported that balloon rupture occurred. A 5.0mm x 40mm x 50cm athletis high-pressure balloon catheter was advanced for dilation. However, during the first inflation at 40 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the athletis device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft and tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 5.0mm x 40mm x 50cm athletis high-pressure balloon catheter was advanced for dilation. However, during the first inflation at 40 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.